Manufacturer narrative:
Calibration was last performed on the day of the event. The qc recovery data provided was acceptable. The customer stated that replacing the electrodes resolved the issue. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The na and reference electrode lot numbers and expiration dates were not provided. The customer stated that they found a leak in the reference electrode housing tubing and fixed it. The customer also cleaned the reference housing and repositioned it, performed washing and conditioning, and recalibrated. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a 9180 electrolyte analyzer. For sample 1, the initial na result was 108 mmol/l. The sample was repeated and the result was similar to the initial result. The exact result was not provided. The customer changed the reference electrode and repeated the sample again. The second repeat result was 139 mmol/l. For sample 2, the initial result was 114 mmol/l. The customer changed the reference electrode and repeated the sample. The repeat result was 148 mmol/l. The last repeat results for both samples were deemed correct.